Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system implant procedure, the atrial and ventricular leads were connected to the implantable cardiac monitor and it was apparent that a signal was being sensed on the right ventricular lead from atrial paced events. The physician elected not to move the atrial lead position since sensing values were very good; the patient did not require atrial pacing, so the lead would be used for sensing purposes. The defibrillator was reprogrammed and the behavior was no longer noted the patient was in stable condition and would continue to be monitored via regular in clinic follow-ups.